Event description:
It was reported that a false elective replacement indicator (eri) alert was delivered by the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.